Manufacturer narrative:
Follow-up information was received on 30-aug-2016 from a consumer: on (B)(6) 2012 the consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed on (B)(6) 2012. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. She holds bayer liable for the damage caused. Follow-up received on 08-sep-2016: quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed case report initially received via regulatory authority is now considered a potential legal case. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis and neuropathy. Essure was removed approximately 4 years after its insertion. Pelvic pain is a listed event in the reference safety information for essure, neuropathy is unlisted. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between pain in pelvis and essure insertion was not specified. Consumer also had fibromyalgia, which could be an alternative explanation for the pain. While a role of essure cannot be definitively excluded, consumer's clinical presentation suggests that the suspect insert was not the primary driver of this event. Event neuropathy was assessed as unrelated to essure, considering the pathophysiology of the event and the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Follow-up received on 30-sep-2016: no response was received after follow up attempts. Device similar incident listing. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-sep-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1638 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report initially received via regulatory authority is now considered a potential legal case. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis and neuropathy. Essure was removed approximately 4 years after its insertion. Pelvic pain is a listed event in the reference safety information for essure, neuropathy is unlisted. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between pain in pelvis and essure insertion was not specified. Consumer also had fibromyalgia, which could be an alternative explanation for the pain. While a role of essure cannot be definitively excluded, consumer's clinical presentation suggests that the suspect insert was not the primary driver of this event. Event neuropathy was assessed as unrelated to essure, considering the pathophysiology of the event and the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, further information was not obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (igz, reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 13-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis') and neuropathy peripheral ('neuropathy') in an adult female patient who had essure (batch no. 846839) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criteria hospitalization and disability) with neuralgia and paraesthesia, eczema ("eczema") with pruritus, diarrhoea ("thin stools"), constipation ("constipation"), dyspareunia ("pain during coitus"), abdominal pain ("pain in abdomen"), headache ("pain in head"), muscle spasms ("muscle cramps"), fatigue ("tiredness"), insomnia ("insomnia"), mood swings ("mood swings"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menopausal symptoms ("menopausal complaints"), vulvovaginal mycotic infection ("vaginal fungal infections"), bowel movement irregularity ("irregular defecation") and fibromyalgia ("fibromyalgia") with arthralgia, back pain, pain in extremity and arthralgia. The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, neuropathy peripheral, eczema, diarrhoea, constipation, dyspareunia, abdominal pain, headache, muscle spasms, fatigue, insomnia, mood swings, amnesia, disturbance in attention, menopausal symptoms, vulvovaginal mycotic infection, bowel movement irregularity and fibromyalgia was resolving. The reporter considered abdominal pain, amnesia, bowel movement irregularity, constipation, diarrhoea, disturbance in attention, dyspareunia, eczema, fatigue, fibromyalgia, headache, insomnia, menopausal symptoms, mood swings, muscle spasms, neuropathy peripheral, pelvic pain and vulvovaginal mycotic infection to be related to essure. The reporter commented: the consumer was 35 years old at time of placement procedure. The procedure lasted 25 minutes. Lot number: 846839 manufacturing date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis') and neuropathy peripheral ('neuropathy') in an adult female patient who had essure (batch no. 846839) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criteria hospitalization and disability) with neuralgia and paraesthesia, eczema ("eczema") with pruritus, diarrhoea ("thin stools"), constipation ("constipation"), dyspareunia ("pain during coitus"), abdominal pain ("pain in abdomen"), headache ("pain in head"), muscle spasms ("muscle cramps"), fatigue ("tiredness"), insomnia ("insomnia"), mood swings ("mood swings"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menopausal symptoms ("menopausal complaints"), vulvovaginal mycotic infection ("vaginal fungal infections"), bowel movement irregularity ("irregular defecation") and fibromyalgia ("fibromyalgia") with arthralgia, back pain, pain in extremity and arthralgia. The patient was treated with surgery. At the time of the report, the pelvic pain, neuropathy peripheral, eczema, diarrhoea, constipation, dyspareunia, abdominal pain, headache, muscle spasms, fatigue, insomnia, mood swings, amnesia, disturbance in attention, menopausal symptoms, vulvovaginal mycotic infection, bowel movement irregularity and fibromyalgia was resolving. The reporter considered abdominal pain, amnesia, bowel movement irregularity, constipation, diarrhoea, disturbance in attention, dyspareunia, eczema, fatigue, fibromyalgia, headache, insomnia, menopausal symptoms, mood swings, muscle spasms, neuropathy peripheral, pelvic pain and vulvovaginal mycotic infection to be related to essure. The reporter commented: the consumer was 35 years old at time of placement procedure. The procedure lasted 25 minutes. Most recent follow-up information incorporated above includes: on 3-mar-2020: lawyer (new reporter) provided essure lot number (846839). Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here a initial submission by the new legal manufacturer only. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz, reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 18-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis') and neuropathy peripheral ('neuropathy') in an adult female patient who had essure (batch no. 846839) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criteria hospitalization and disability) with neuralgia and paraesthesia, eczema ("eczema") with pruritus, diarrhoea ("thin stools"), constipation ("constipation"), dyspareunia ("pain during coitus"), abdominal pain ("pain in abdomen"), headache ("pain in head"), muscle spasms ("muscle cramps"), fatigue ("tiredness"), insomnia ("insomnia"), mood swings ("mood swings"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menopausal symptoms ("menopausal complaints"), vulvovaginal mycotic infection ("vaginal fungal infections"), bowel movement irregularity ("irregular defecation") and fibromyalgia ("fibromyalgia") with arthralgia, back pain, pain in extremity and arthralgia. The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, neuropathy peripheral, eczema, diarrhoea, constipation, dyspareunia, abdominal pain, headache, muscle spasms, fatigue, insomnia, mood swings, amnesia, disturbance in attention, menopausal symptoms, vulvovaginal mycotic infection, bowel movement irregularity and fibromyalgia was resolving. The reporter considered abdominal pain, amnesia, bowel movement irregularity, constipation, diarrhoea, disturbance in attention, dyspareunia, eczema, fatigue, fibromyalgia, headache, insomnia, menopausal symptoms, mood swings, muscle spasms, neuropathy peripheral, pelvic pain and vulvovaginal mycotic infection to be related to essure. The reporter commented: the consumer was 35 years old at time of placement procedure. The procedure lasted 25 minutes. Lot number: 846839, manufacturing date: 2011-04, expiration date: 2014-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz, reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 16-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis'), embedded device ('one of the coils pressed up against her uterus, and had almost perforated it') and noninfectious myelitis ('myelitis (spinal cord inflammation)') in a 35-year-old female patient who had essure (batch no. 846839) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and insomnia ("insomnia"). In 2013, the patient experienced dyspareunia ("pain during coitus / dyspareunia,"), hypersensitivity ("allergic reactions"), headache ("pain in head /headache"), noninfectious myelitis (seriousness criterion hospitalization) with neuropathy peripheral, neuralgia and paraesthesia, eczema ("eczema") with pruritus, bowel movement irregularity ("irregular defecation / problems with her bowel moviments") with diarrhoea and constipation, autoimmune disorder ("autoimmune disease"), arthralgia ("pain in knees/ arthralgia"), spondylitis ("inflammation in her back"), restless legs syndrome ("restless legs"), pain in extremity ("foot pain / sore feet"), muscle spasms ("cramping when cold/ muscle cramps"), fibromyalgia ("fibromyalgia"), myalgia ("muscle pain"), eye disorder ("problems with her eyes"), dizziness ("dizziness") and fungal infection ("fungal infections"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal pain ("pain in abdomen"), vulvovaginal mycotic infection ("vaginal fungal infections"), menopausal symptoms ("menopausal complaints"), fatigue ("tiredness"), mood swings ("mood swings"), amnesia ("memory loss") and disturbance in attention ("concentration problems"). The patient was hospitalized for 10 days in (B)(6) 2014. The patient was treated with surgery (essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, headache, vulvovaginal mycotic infection, menopausal symptoms, eczema, bowel movement irregularity, autoimmune disorder, muscle spasms, fibromyalgia, fatigue, insomnia, mood swings, amnesia and disturbance in attention was resolving and the embedded device, back pain, hypersensitivity, noninfectious myelitis, arthralgia, spondylitis, restless legs syndrome, pain in extremity, myalgia, eye disorder, dizziness and fungal infection outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, autoimmune disorder, back pain, bowel movement irregularity, disturbance in attention, dizziness, dyspareunia, eczema, embedded device, eye disorder, fatigue, fibromyalgia, fungal infection, headache, hypersensitivity, insomnia, menopausal symptoms, mood swings, muscle spasms, myalgia, noninfectious myelitis, pain in extremity, pelvic pain, restless legs syndrome, spondylitis and vulvovaginal mycotic infection to be related to essure. The reporter commented: the consumer was 35 years old at time of placement procedure. The procedure lasted 25 minutes. She suffered from tremendous psychological distress from the essure for 5 years. Since the removal of the essure on (B)(6) 2016, about half of her symptoms have disappeared. She still spent two and a half years rehabilitating after removal of the essure. She is now doing considerably better. Lot number: 846839 manufacturing date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: reporter's and patient information was updated and new reporter added. Events added: muscle pain, myelitis, dizziness, problems with her eyes, fungal infections, restless legs, inflammation on her back, cramping when cold, allergic reactions, autoimmune disease, tremendous psychological distress, spinal cord inflammation, severe nervous system damage (neuropathy) in her legs and feet, hormonal problems and embedded device. Onset date provided for several events. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz, reference number: (B)(4) on 04-aug-2016. The most recent information was received on 31-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis'), embedded device ('one of the coils pressed up against her uterus, and had almost perforated it') and noninfectious myelitis ('myelitis (spinal cord inflammation)') in a 35-year-old female patient who had essure (batch no. 846839) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and insomnia ("insomnia"). In 2013, the patient experienced dyspareunia ("pain during coitus / dyspareunia,"), hypersensitivity ("allergic reactions"), headache ("pain in head /headache"), noninfectious myelitis (seriousness criterion hospitalization) with neuropathy peripheral, neuralgia and paraesthesia, eczema ("eczema") with pruritus, bowel movement irregularity ("irregular defecation / problems with her bowel movements") with diarrhoea and constipation, autoimmune disorder ("autoimmune disease"), arthralgia ("pain in knees/ arthralgia / joint pain,"), spondylitis ("inflammation in her back"), restless legs syndrome ("restless legs"), pain in extremity ("foot pain / sore feet"), muscle spasms ("cramping when cold/ muscle cramps"), fibromyalgia ("fibromyalgia"), myalgia ("muscle pain"), eye disorder ("problems with her eyes"), dizziness ("dizziness") and fungal infection ("fungal infections"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal pain ("pain in abdomen"), vulvovaginal mycotic infection ("vaginal fungal infections"), menopausal symptoms ("menopausal complaints"), fatigue ("tiredness"), mood swings ("mood swings"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), muscle strain ("muscle strain"), limb discomfort ("troubled legs"), memory impairment ("she became forgetful") and stress ("she experienced severe psychological distress"). The patient was hospitalized for 10 days in (B)(6) 2014. The patient was treated with surgery (essure removal and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, headache, vulvovaginal mycotic infection, menopausal symptoms, eczema, bowel movement irregularity, autoimmune disorder, muscle spasms, fibromyalgia, fatigue, insomnia, mood swings, amnesia and disturbance in attention was resolving and the embedded device, back pain, hypersensitivity, noninfectious myelitis, arthralgia, spondylitis, restless legs syndrome, pain in extremity, myalgia, eye disorder, dizziness, fungal infection, muscle strain, limb discomfort, memory impairment and stress outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, autoimmune disorder, back pain, bowel movement irregularity, disturbance in attention, dizziness, dyspareunia, eczema, embedded device, eye disorder, fatigue, fibromyalgia, fungal infection, headache, hypersensitivity, insomnia, limb discomfort, memory impairment, menopausal symptoms, mood swings, muscle spasms, muscle strain, myalgia, noninfectious myelitis, pain in extremity, pelvic pain, restless legs syndrome, spondylitis, stress and vulvovaginal mycotic infection to be related to essure. The reporter commented: the consumer was 35 years old at time of placement procedure. The procedure lasted 25 minutes. She suffered from tremendous psychological distress from the essure for 5 years. Since the removal of the essure on (B)(6) 2016, about half of her symptoms have disappeared. She still spent two and a half years rehabilitating after removal of the essure. She is now doing considerably better. Lot number: 846839 manufacturing date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: the follow information were added on event :muscle strain, troubled legs, she became forgetful, she became forgetful and experienced severe psychological distress the previously reported event troubled legs was recoded to meddra llt: limb injury nos. Amendment: due to internal review last follow up was not received on 31-dec-2020 but on 16-dec-2020. The previously reported event troubled legs was recoded to meddra llt: limb discomfort nos we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz, reference number: (B)(4)) on (B)(6) 2016. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis'), embedded device ('one of the coils pressed up against her uterus, and had almost perforated it') and noninfectious myelitis ('myelitis (spinal cord inflammation)') in a 35-year-old female patient who had essure (batch no. 846839) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and insomnia ("insomnia"). In 2013, the patient experienced dyspareunia ("pain during coitus / dyspareunia,"), hypersensitivity ("allergic reactions"), headache ("pain in head /headache"), noninfectious myelitis (seriousness criterion hospitalization) with neuropathy peripheral, neuralgia and paraesthesia, eczema ("eczema") with pruritus, bowel movement irregularity ("irregular defecation / problems with her bowel moviments") with diarrhoea and constipation, autoimmune disorder ("autoimmune disease"), arthralgia ("pain in knees/ arthralgia / joint pain,"), spondylitis ("inflammation in her back"), restless legs syndrome ("restless legs"), pain in extremity ("foot pain / sore feet"), muscle spasms ("cramping when cold/ muscle cramps"), fibromyalgia ("fibromyalgia"), myalgia ("muscle pain"), eye disorder ("problems with her eyes"), dizziness ("dizziness") and fungal infection ("fungal infections"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal pain ("pain in abdomen"), vulvovaginal mycotic infection ("vaginal fungal infections"), menopausal symptoms ("menopausal complaints"), fatigue ("tiredness"), mood swings ("mood swings"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), muscle strain ("muscle strain"), legal problem ("troubled legs"), memory impairment ("she became forgetful") and stress ("she experienced severe psychological distress"). The patient was hospitalized for 10 days in (B)(6) 2014. The patient was treated with surgery (essure removal and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, headache, vulvovaginal mycotic infection, menopausal symptoms, eczema, bowel movement irregularity, autoimmune disorder, muscle spasms, fibromyalgia, fatigue, insomnia, mood swings, amnesia and disturbance in attention was resolving and the embedded device, back pain, hypersensitivity, noninfectious myelitis, arthralgia, spondylitis, restless legs syndrome, pain in extremity, myalgia, eye disorder, dizziness, fungal infection, muscle strain, legal problem, memory impairment and stress outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, autoimmune disorder, back pain, bowel movement irregularity, disturbance in attention, dizziness, dyspareunia, eczema, embedded device, eye disorder, fatigue, fibromyalgia, fungal infection, headache, hypersensitivity, insomnia, legal problem, memory impairment, menopausal symptoms, mood swings, muscle spasms, muscle strain, myalgia, noninfectious myelitis, pain in extremity, pelvic pain, restless legs syndrome, spondylitis, stress and vulvovaginal mycotic infection to be related to essure. The reporter commented: the consumer was 35 years old at time of placement procedure. The procedure lasted 25 minutes. She suffered from tremendous psychological distress from the essure for 5 years. Since the removal of the essure on (B)(6) 2016, about half of her symptoms have disappeared. She still spent two and a half years rehabilitating after removal of the essure. She is now doing considerably better. Lot number: 846839 manufacturing date: 2011-04. Expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: the follow information were added on event :muscle strain, troubled legs, she became forgetful, she became forgetful and experienced severe psychological distress. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz, reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 10-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis'), embedded device ('one of the coils pressed up against her uterus, and had almost perforated it') and noninfectious myelitis ('myelitis (spinal cord inflammation)') in a 35-year-old female patient who had essure (batch no. 846839) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and insomnia ("insomnia"). In 2013, the patient experienced dyspareunia ("pain during coitus / dyspareunia,"), hypersensitivity ("allergic reactions"), headache ("pain in head /headache"), noninfectious myelitis (seriousness criterion hospitalization) with neuropathy peripheral, neuralgia and paraesthesia, eczema ("eczema") with pruritus, bowel movement irregularity ("irregular defecation / problems with her bowel moviments") with diarrhoea and constipation, autoimmune disorder ("autoimmune disease"), arthralgia ("pain in knees/ arthralgia / joint pain,"), spondylitis ("inflammation in her back"), restless legs syndrome ("restless legs"), pain in extremity ("foot pain / sore feet"), muscle spasms ("cramping when cold/ muscle cramps"), fibromyalgia ("fibromyalgia"), myalgia ("muscle pain"), eye disorder ("problems with her eyes"), dizziness ("dizziness") and fungal infection ("fungal infections"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal pain ("pain in abdomen"), vulvovaginal mycotic infection ("vaginal fungal infections"), menopausal symptoms ("menopausal complaints"), fatigue ("tiredness"), mood swings ("mood swings"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), muscle strain ("muscle strain"), limb discomfort ("troubled legs"), memory impairment ("she became forgetful") and stress ("she experienced severe psychological distress"). The patient was hospitalized for 10 days in (B)(6) 2014. The patient was treated with surgery (essure removal and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, headache, vulvovaginal mycotic infection, menopausal symptoms, eczema, bowel movement irregularity, autoimmune disorder, muscle spasms, fibromyalgia, fatigue, insomnia, mood swings, amnesia and disturbance in attention was resolving and the embedded device, back pain, hypersensitivity, noninfectious myelitis, arthralgia, spondylitis, restless legs syndrome, pain in extremity, myalgia, eye disorder, dizziness, fungal infection, muscle strain, limb discomfort, memory impairment and stress outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, autoimmune disorder, back pain, bowel movement irregularity, disturbance in attention, dizziness, dyspareunia, eczema, embedded device, eye disorder, fatigue, fibromyalgia, fungal infection, headache, hypersensitivity, insomnia, limb discomfort, memory impairment, menopausal symptoms, mood swings, muscle spasms, muscle strain, myalgia, noninfectious myelitis, pain in extremity, pelvic pain, restless legs syndrome, spondylitis, stress and vulvovaginal mycotic infection to be related to essure. The reporter commented: the consumer was 35 years old at time of placement procedure. The procedure lasted 25 minutes. She suffered from tremendous psychological distress from the essure for 5 years. Since the removal of the essure on (B)(6) 2016, about half of her symptoms have disappeared. She still spent two and a half years rehabilitating after removal of the essure. She is now doing considerably better. Lot number: 846839, manufacturing date: 2011-04, expiration date: 2014-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority igz (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 17-jul-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain in pelvis"), embedded device ("one of the coils pressed up against her uterus, and had almost perforated it") and noninfectious myelitis ("myelitis (spinal cord inflammation)") in a 35 year-old female patient who had essure inserted (lot no. 846839). Additional non-serious events are detailed below. As concurrent condition the report mentioned nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012 she experienced pelvic pain (seriousness criterion intervention required), back pain ("lower back pain") and insomnia ("insomnia /it started with sleep problems"). In 2013 she experienced dyspareunia ("pain during coitus / dyspareunia"), hypersensitivity ("allergic reactions"), headache ("pain in head /headache"), eczema ("eczema"), noninfectious myelitis (seriousness criterion hospitalisation), bowel movement irregularity ("irregular defecation / problems with her bowel moviments"), autoimmune disorder ("autoimmune disease"), arthralgia ("pain in knees/ arthralgia / joint pain,"), spondylitis ("inflammation in her back"), restless legs syndrome ("restless legs"), pain in extremity ("foot pain / sore feet / feet started hurting"), muscle spasms ("cramping when cold/ muscle cramps"), fibromyalgia ("fibromyalgia"), myalgia ("muscle pain"), eye disorder ("problems with her eyes"), dizziness ("dizziness") and fungal infection ("fungal infections"). Essure was removed on (B)(6) 2016. An unknown time later she experienced embedded device (seriousness criterion medically important), abdominal pain ("pain in abdomen"), pruritus ("itching skin"), procedural pain ("it already started with the insertion of the coils in 2012. 'It was extremely painful, even though I can really tolerate quite a bit of pain"), vulvovaginal mycotic infection ("vaginal fungal infections"), menopausal symptoms ("menopausal complaints"), neuropathy peripheral ("neuropathy / severe nervous system damage (neuropathy) in her legs and feet/ loss of functioning of her sensory nerves"), neuralgia ("nerve pain / nerve irritation"), diarrhoea ("thin stools"), constipation ("constipation"), limb discomfort ("troubled legs"), muscle strain ("muscle strain"), paraesthesia ("tingling"), gait disturbance ("couldn't walk my own dogs anymore, I could barely walk at all"), fatigue ("tiredness"), mood swings ("mood swings"), amnesia ("memory loss"), disturbance in attention ("concentration problems /I could no longer concentrate"), memory impairment ("she became forgetful / I was forgetful"), stress ("she experienced severe psychological distress") and impaired work ability ("I couldn't work"). The patient was hospitalised in november 2014. The patient was treated with surgery (essure removal and bilateral salpingectomy on 19-feb-2016). At the time of the report, the pelvic pain, abdominal pain, dyspareunia, headache, eczema, vulvovaginal mycotic infection, menopausal symptoms, neuropathy peripheral, bowel movement irregularity, autoimmune disorder, muscle spasms, fibromyalgia, fatigue, insomnia, mood swings, amnesia and disturbance in attention were resolving. The outcomes for embedded device, back pain, hypersensitivity, noninfectious myelitis, arthralgia, spondylitis, restless legs syndrome, pain in extremity, limb discomfort, myalgia, muscle strain, eye disorder, dizziness, fungal infection, memory impairment and stress were unknown. The reporter considered abdominal pain, amnesia, arthralgia, autoimmune disorder, back pain, bowel movement irregularity, constipation, diarrhoea, disturbance in attention, dizziness, dyspareunia, eczema, embedded device, eye disorder, fatigue, fibromyalgia, fungal infection, gait disturbance, headache, hypersensitivity, impaired work ability, insomnia, limb discomfort, memory impairment, menopausal symptoms, mood swings, muscle spasms, muscle strain, myalgia, neuralgia, neuropathy peripheral, noninfectious myelitis, pain in extremity, paraesthesia, pelvic pain, procedural pain, pruritus, restless legs syndrome, spondylitis, stress and vulvovaginal mycotic infection to be related to essure administration. The reporter commented: the consumer was 35 years old at time of placement procedure. The procedure lasted 25 minutes. She developed severe symptoms after the insertion of essure. Is it possible she had rheumatism? Perhaps it was multiple sclerosis (ms)? She visited rheumatologists, neurologists, received various treatments, but her symptoms only became more serious. She suffered from tremendous psychological distress from the essure for 5 years. Since the removal of the essure on (B)(6) 2016, about half of her symptoms have disappeared. She still spent 2.5 years rehabilitating after removal of the essure. She is now doing considerably better. Those things had to be removed.' Within a week after having the coils and her fallopian tubes removed, half of her symptoms had disappeared. In the years that followed, she continued to feel better. Lot number: 846839 manufacturing date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-jul-2023: event procedural pain was added. Reporter causality comment updated (course of events). 19-jul-2023: event added: couldn't walk and could not work. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from an adult (>=18y & <65y) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012, essure (fallopian tube occlusion insert) was placed. Her concomitant condition includes nickel allergy. The consumer was (B)(6) at time of placement procedure. The procedure lasted 25 minutes. She reported the following events pain in pelvis, eczema, itching skin, thin stools, constipation, pain during coitus, pain in abdomen, pain in head, pain in knees, lower back pain, foot pain, arthralgia, muscle cramps, nerve pain, tiredness, insomnia, mood swings, memory loss , concentration problems, menopausal complaints, vaginal fungal infections, tingling, irregular defecation, and neuropathy. She referred she had problems with movements, work-related problems and family relation problems but did not specify one of the events. The consumer consulted with orthopedic surgeon, trigger point specialist, manual therapist, and rheumatologist; she did MRI but no result was provided. The consumer mentioned she was diagnosed with fibromyalgia. As treatment she had pain management program, she was hospitalized (neuropathy), and had hypnotherapy. On (B)(6) 2016, essure devices were removed via salpingectomy. She reported she was recovering. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis and neuropathy. Essure was removed approximately 4 years after its insertion. Pelvic pain is a listed event in the reference safety information for essure, the other event is unlisted. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between pain in pelvis and essure insertion was not specified. Consumer also had fibromyalgia, which could be an alternative explanation for the pain. While a role of essure cannot be definitively excluded, consumer's clinical presentation suggests that the suspect insert was not the primary driver of this event. Event neuropathy was assessed as unrelated to essure, considering the pathophysiology of the event and the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information cannot be obtained..